Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise over-sensing. No intervention was performed. The condition of the patient is unknown and will continue to be monitored.